Event description:
The pt claimed that the up arrow, down arrow, and ok buttons require multiple presses for the pump to response. The pt indicated that the pump has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was intact; however, the pump was intermittently responding to the keypad buttons. There was also adhesive/contamination found under the button contacts.